Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: e, f. The tibial loosening reported was likely the result of an insufficient bond of the implant to the bone. However, the cause of the tibial loosening cannot be confirmed because no revision has been reported and no images/radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech knee replacement study, the 57 year old male patient had an initial left tka on (B)(6) 2015 and presented with lucency, 5 year(s) and 2 month(s) post initial procedure on (B)(6) 2020. Minor lucency detected on x-rays, under the medial tibial tray. The outcome of this event is considered continuing and the report indicates that the action taken is active monitoring with a review in 12 months. The case report form indicates that this event is definitely related to the device and/or to the procedure. The report also indicates that the action taken of active monitoring with a review in 12 months. The outcome is continuing. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 02-012-35-5011 logic tibia ps mod insrt sz 5 11mm. 02-010-01-0250 logic femoral ps cem left sz 5. (H3) pending evaluation.

Manufacturer narrative:
The tibial loosening reported was likely the result of an insufficient bond of the implant to the bone. However, the cause of the tibial loosening cannot be confirmed because no revision has been reported and no images/radiographs were provided. H6: corrected the following: medical device-problem code and component code.